Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿ visually inspect the product for any imperfections or surface deterioration prior to use. Bag and catheter may be placed in tray until needed. Proceed with catheterization in usual manner. Periodic observations of this system should be made to assure that urine is flowing freely.¿ (B)(4).

Event description:
It was reported that the eyelets of the catheter was rough and has caused blood in the urine of patients. Four male patients that received placement of the intermittent male catheters experienced blood in their urine. No resistance was met when the catheter was being placed. No additional medical intervention was reported.